Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19298. It was reported the patient has not used or charged the system in over six months due to stimulation not helping the pain. The patient wants to have the system explanted. Note the patient received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.